Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that drawer was failed. A field service engineer (fse) reached out to the customer to investigate. However, the customer resolved the issue. The system functioned as intended after customer resolved the issue.